Manufacturer narrative:
The insulin pump was received with cracked case at the battery tube threads, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratched lcd window.

Event description:
Customer reported via phone call, the insulin pump had damage in the reservoir compartment. Customer's blood glucose was 170 mg/dl. The outside top ring on the insulin pump had broken off and the reservoir wouldn't lock in place. Customer was unaware how the damage occurred. Woke up and blood glucose was high, treated with manual injections and doesn't know where the pink piece of the device. Customer was advised the device needed to be replaced, to discontinue of the device and revert to his backup plan. The device was returned for analysis.